Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 477 mg/dl. Caller stated that the pump was not exposed to a high magnetic field. Caller stated that they are able to rewind the pump. The motor error alarm has not occurred more than once in the last 30 days. Caller stated that the alarm occurred during basal delivery. Caller stated that they are able to rewind the pump. Caller stated that she saw dashes when she performed the displacement test. Caller was unsure if the pump was dropped or bumped. Caller was assisted with manually priming the pump and the motor error did not occur during priming. Caller was assisted with the self test and the pump passed. Caller was advised that the alarm may have been related to a site issue. Caller was advised to change the entire infusion set and monitor the pump.